Event description:
It was reported that pump buttons were not responsive when attempting to power up or respond. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.